Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with manual injection. Customer removed the infusion set on the body and the cannula is bent and kinked. Customer was advised that this may contribute to high blood glucose. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer declined to continue pump troubleshooting.